Manufacturer narrative:
It was reported that the patient had scar tissue impinging and some posterior cement on the lateral compartment of the tibial implant. Revision surgery occurred to correct these issues. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had scar tissue impinging and some posterior cement on the lateral compartment of the tibial implant. Revision surgery occurred to correct these issues.

Manufacturer narrative:
Revision surgery is planned to exchange the poly inserts. Reason for revision is unknown at this time. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Revision surgery is planned to exchange the poly inserts. Reason for revision is unknown at this time.